Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2011. In or about (B)(6) 2016, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to patient including, but not limited to significant tilting and approximately five struts and the tip of the filter were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films or the referenced CT scan for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the filter tilt is unknown at this time. Filter tilt has been known to occur at the time of placement or retrieval of the filter. Additionally, specific physical and mechanical characteristics of each filter may be influenced in different ways by the specific clinical scenario, ivc anatomy and compliance, and the underlying hemodynamics to which the device is exposed. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter on or about (B)(6) 2011. In or about (B)(6) 2016, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to patient including, but not limited to significant tilting and approximately five struts and the tip of the filter were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.